Event description:
It has been reported to philips that when starting an aortic aneurysm treatment, it was found that the wireless footswitch was not functioning. The patient was brought back to the holding area, while the wireless footswitch was repaired by the user. This caused a delay in treatment of approximately one hour. The procedure was completed successfully and the patient was discharged 5 days later. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the additional information collected, the procedure was a scheduled physician-modified endovascular graft instead of the aortic aneurysm treatment that was indicated in the initial report. Philips has got confirmation that the prolonged hospitalization was not related to the one hour delay in the procedure. A philips service engineer inspected the system on site and replaced the wireless footswitch and the wireless footswitch base station. The engineer also connected the wired footswitch in the control room. The reported failure was due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated to product problem as prolonged hospitalization was not due to system failure. Codes are updated.